Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent a hernia repair procedure on (B)(6) 2015 and absorbable straps were used. During the procedure, the white tip of the device detached and fell into the patient. The piece was retrieved and another like device was used to complete the procedure. There was no adverse consequence to the patient. Additional information has been requested.

Manufacturer narrative:
Conclusion: the actual device with the cannula cap detached from the cannula tabs and missing was returned for evaluation. The device was visually tested and no other visual damages were noted. Functional examination revealed that the prongs of the fork are deformed as indicative of the device being fired into bone or another hard surface. Impact on the prongs of insertion fork causes the device did not work properly. It is possible that damage on the fork caused cannula cap fell off from tabs.